Event description:
The customer reported to olympus, during routine service, the subject device had a dark image due to less light and a wrinkled insertion tube. No patient involved. The customer returned the device for repair. The olympus service center found the device had foreign material in the forceps elevator which is a reportable event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the customer's reported issue. In addition, the evaluation findings included: bending cover adhesive has scratch and water tightness is lost, bending cover has scratch, connecting tube has wrinkle, lens guide protector has scratch, grip, forceps channel, control unit, and switch box scratched. The universal cord, lens guide cover, and suction cover scratched, elevator connector dirty, lens guide bundle broken, charge-coupled device unit damaged causing black dots on image, insulation resistance value at distal end does not meet standards, lens guide bundle broken, plastic distal end cover has dent and lens guide is dirty. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Corrected data: report source (added company representative) and (added 10 ¿ actual device evaluation). This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and corrections. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As part of the legal manufacturer¿s investigation, additional information was obtained regarding the cleaning processing at the user facility. The customer uses cidex as a disinfectant, a detergent manufactured by 3m and uses the maj-1888 brush. The customer performs a manual cleaning process as the user facility does not have an oer-aw. The exact cause of the debris adherence could not be determined, however, the investigation determined it was likely the following factors contributed to the event: ·brushing method by user facility was different from the one recommended by instructions for use (IFU). ·insufficient training on device handling, reprocessing steps when returning device for repair and normal reprocessing steps in accordance with IFU. The instructions for use (IFU) cautions users on the reprocessing and handling of the device: IFU (reprocessing manual) chapter 1 general policy states: ¿insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ IFU (reprocessing manual) manual cleaning: ¿brush the forceps elevator states the details of reprocessing method of forceps elevator and around there.¿ user can detect the suggested event as instructions are provided in the IFU (operating manual):inspection of the endoscope specifies foreign material of forceps elevator during inspection prior to use. Moreover, 5.2 returning the endoscope for repair instructs to clean device before returning for repair: ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor the field performance of this device.